Event description:
It was reported that the external pulse generator had missing bails. The generator was returned and tested out of specification during manufacturer's analysis. There was no indication of any patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis found that the customer comment was confirmed, that one bail was missing. Analysis also found that both bail covers, the ring cover and the battery drawer were broken, the ring was missing and the battery contacts were compressed.